Event description:
The patient submitted a medwatch report (mw5108441) noting that the vns never worked as advertised and caused numerous problems with vision, chest and neck pain, gastrointestinal problems, and trouble speaking. He noted it never activated when he had a seizure like it was supposed to. In 2021 it started getting very hot and felt like it was short circuiting. The device was turned off in 2022 and then explanted. Information was received from the physician that the vision problems, upset gi, and chest and neck pain are not related to vns. The cause of the generator site feeling hot is unknown. The intervention (device disablement and explant) was noted to be for patient comfort only. The explanted device has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was having trouble talking and coughing, and he felt the device going off a lot. Information was received from the physician that settings were changed, and the intervention was both for patient comfort and to preclude serious injury. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).